Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
A physician discussed having patients that, in the context of intermittent motor stalls, ¿felt like they were getting overdosed¿ aft erwards. The medication used within the system was unknown, though it was discussed in the context of the physician¿s concern for baclofen patients.

Event description:
Additional information received reported the patients had their pump replaced with another manufactures product.